Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she experienced extreme pain and had been extremely sick after using the tampons. She went to the doctor and was diagnosed with bacterial vaginosis (bv). She was given antibiotic and had discomfort and bleeding from the infection. The infection cleared with the antibiotic. She returned to the doctor for the bleeding and was diagnosed with another infection and given antibiotic again. She then had excessive vaginal bleeding and went to the ER. Blood clots and a piece of tampon were removed via surgical procedure in the ER. The foreign object was confirmed by surgical pathology to be consistent with a tampon. The bleeding ceased after tampon piece and blood clots were removed. She was pregnant and an ultrasound was done confirming there was still a heartbeat and fetus was not affected. She was doing well, infection resolved, and the baby was born and healthy.

Event description:
It was reported that a tampon was removed, not a piece of tampon.

Manufacturer narrative:
This is a follow-up MDR to correct the original which indicated a product problem and adverse event. The foreign object removed was described as a piece of tampon. However, the consumer does not recall if there was anything wrong with the tampon. There was no report of a malfunction, therefore the MDR is being corrected to remove "product problem" and only indicate that this report is an adverse event.